Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot 5251688 and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the fill line and expiry date on the 2ml, 13mm x 75mm bd vacutainer® k2edta tube were illegible due to weak printing. About 10 tubes affected. No serious injury or medical intervention reported.